Event description:
It was reported that the ilet user experienced a low glucose episode after announcing a meal during a period of hyperglycemia and receiving meal announcement insulin in addition to automated correction doses delivered shortly before the meal announcement. Symptoms included hypoglycemia, dizziness, nausea, and cold sweats with shaking. Outcomes included a documented low glucose of 66 mg/dl that improved to 90 mg/dl after oral glucose tablets, with the user reporting symptomatic improvement and ongoing self-monitoring. Investigation included troubleshooting and education on meal announcements and the use of meals as correction. Investigation of this case revealed no device malfunction reported, and the event was consistent with hypoglycemia temporally associated with insulin delivery around a meal announcement and prior corrections. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors related to insulin dosing around meal announcements.